Event description:
Pt came in for a routine dialysis treatment. Pt was awake, alert, and blood pressure was normal. The nurse gave the pt her normal medication and walked away, at which time she heard a thump which was pt's arm falling off the chair because she passed out. Respiration was agonal. Pt was blue. The nurse then hooked up the pt but couldn't get the chest lead to stay on. The nurse ran the pt on lead 1 & 2. The defibrillator was charged to 200 joules by pushing the charge button on the machine. The defibrillator showed charged and was ready, but wouldn't discharge. On the 3rd attempt they noticed a system error 1. The defibrillator finally discharged on the 5th attempt, and again on the 6th and 7th attempt. The pt had no response at which time the ambulance arrived and took over with their equipment. The nurse reports that she checks the defibrilator every mon, wed, and fr, for proper operation.